Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis. During the procedure, after the left atrium ablations were done, and before the cavotricuspid isthmus (cti) line was burned, a pericardial effusion was noticed. The patient's blood pressure dropped slightly. When sweeping the intracardiac echocardiogram (ice) by to get a view of the cti to go to the right side, the pericardial effusion was confirmed. The medical intervention provided was a pericardiocentesis and an unknown amount of fluid were removed. The patient was reported to be in stable condition. The physician believed that the patient¿s atrium was just very unhealthy and extensive ablation necessary in the left atrium was the cause. The patient¿s condition was reported to have improved. At the time of reporting, the patient was mostly recovered. About 260cc's were removed during the pericardiocentesis and then a slow drain was left in, which was able to be removed the following morning. The patient did not require extended hospitalization. Transseptal puncture was performed with a baylis nrg transeptal needle. Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. It is unknown at what phase (transseptal phase, mapping phase or ablation phase) the event occurred. Standard stsf flow settings were 15cc's when burning at greater than 30 watts. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. There were no error messages observed on the biosense webster equipment during the procedure. Force visualization features used were: dashboard, vector and visitags were used but not colored based on force. The visitag module was used with parameters for stability set at: 2mm, 3s, 25% of 3g, size 3. No additional filter was used with the visitag and color options used prospectively was tag index.